Event description:
It was reported the bronchovideoscope had a scraped instrument channel, and plastic strings (fibers) were hanging. It was unknown when the issue was identified. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the malfunctions were attributed to friction related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information received.